Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient's device was interrogated in pre-op resulting in high impedance. Patient had been referred for battery replacement, and the pre-op interrogation showed 50-75% battery life remaining. While in the operating room, the surgeon used the accessory kit and unplugged the lead and reinserted into the generator to ¿confirm if the lead was just loose.¿ the device was re-interrogated, now resulting in 0% battery remaining eos. After the new device was inserted, impedance was within normal limits. The surgeon proceeded to close incision and ¿there was no need for lead replacement.¿ no known relevant surgical intervention has occurred to date. No additional relevant information has been received to date. This report will capture the high lead impedance. The premature end of service is captured in manufacturing report #1644487-2025-10648.

Event description:
After review of the report, the issue was alleged and identified with the generator; this report was incorrectly submitted, and no report was needed regarding the lead. All further reporting will continue in report #1644487-2025-10648.